Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection, worsening heart failure, and subsequent patient outcome, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. The device was believed to have operated as intended and will not be returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists driveline and pump pocket infection and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The current heartmate ii lvas patient handbook also contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous admission for driveline infection reported under: MFR 2916596-2018-00334 and MFR 2916596-2020-06123. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a worsening chronic driveline infection (admitted in (B)(6) 2017 as well as (B)(6) 2017) and heart failure, which was reported to not be related to the device therapy. It was reported that the patient was declined a device exchange as well as a transplant due to fragility, neurological status and high risk. The patient was admitted under hospice care on (B)(6) 2020, medications were discontinued, and passed away on (B)(6) 2020. No additional information was provided.